Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm fg emerge mr balloon catheter was advanced for dilatation. However, during the multiple inflations the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was tightly folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole at the markerband.

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 8mm fg emerge mr balloon catheter was advanced for dilatation. However, during the multiple inflations the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.